Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked insulin cartridge and glass fragments in the cartridge chamber, and also reported intermittent lack of blood glucose readings on the ilet while dexcom g7 readings remained visible on the cgm app. Symptoms included no reported adverse clinical effects. Outcomes included no change in health status and no need for medical intervention. Investigation included customer support troubleshooting guidance to reconnect the cgm and replacement processing with instructions to sync data, shut down the device, and return the unit. Investigation of this case revealed physical damage to the cartridge component consistent with accidental impact and a cgm connectivity issue attributable to the sensor/system interface rather than a pump malfunction; no additional device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage to the cartridge and a cgm pairing or connection issue.